Manufacturer narrative:
The initial regulatory report was submitted under retrospective summary report e2017032. Unique complaint identification number: (B)(4). Device evaluation summary: the customer sent one flow sensor receptacle assembly to failure investigations for analysis. The issue was not confirmed; however, an alternate issue was found with this assembly. The component had an adhesive failure; the glue did not adhere properly. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator generated a system error upon start up. There was no patient involvement at the time of the reported event.